Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient's caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the patient's therapy, in dwell 3 of 4. A supply bag had become disconnected during therapy. Gts explained the error indicated a large amount of air had entered into the disposable set and had the caregiver cycle power. Gts then advised the caregiver that therapy had ended and they would need to start over with new supplies or finish the patient's therapy manually. The caregiver elected to perform a manual exchange. Product surveillance contacted the patient who explained she was sleeping when the error occurred and did not disconnect anything. The patient verified the supplies were discarded and was unable to provide the lot information. The patient explained she was able to resume therapy the following night without any problems. No injury or medical intervention was reported.